Manufacturer narrative:
Catalog number - requested, not provided. Expiration date - unknown due to the catalog number being unknown. UDI - unknown due to the catalog number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to the catalog number being unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that after the procedure the hub on the 6fr slender sheath malfunctioned and was leaking blood. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received on june 17, 2019. The issue occurred at the end of the procedure, when the tr band was being placed on the patient. The issue was resolved by placing the tr band on the patient. The patient was not impacted because the leaking starting at the end of the procedure. The blood loss was less than 250cc.

Manufacturer narrative:
One used 6fr glidesheath slender device was returned for evaluation. The dilator was not returned for product evaluation. Visual inspection revealed that no anomalies were noted with the sheath tip. However, two kinks were observed, one close to the hub and the other in the middle of the sheath. Functional testing was performed. The sheath was then subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi. The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed forming around the sheath hub. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and bubbles were detected for 30 seconds. Post leak testing, the crosscut valve was dissected from the sheath to observe for any damage which may have caused the leakage. The microscopic examination revealed a tear and deformation on the valve that could be due to the off-center insertion of the dilator in the valve. Glidesheath slender IFU was reviewed and it is states: "insert the dilator into the valve center of the sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that off-center insertion into the valve may have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.